Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device would not cut through the uterus. Another like device was used. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.